Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle experienced safety shield failure prior to use. The following information was provided by the initial reporter: when preparing using the eclipse, it was found that the eclipse has safety unit separate from hub issue.

Manufacturer narrative:
H.6. Investigation: bd received 1 samples and 1 photos for investigation. The photo was reviewed and the customer¿s indicated failure mode for hub/collar separation with the incident lot was not observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for hub/collar separation with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of hub/collar separation through a corrective and preventive action (CAPA#(B)(4).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle experienced safety shield failure prior to use. The following information was provided by the initial reporter: when preparing using the eclipse, it was found that the eclipse has safety unit separate from hub issue.